Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the superior vena cava (svc) portion of the lead had high impedance. The svc was deactivated several months after implant. Recently during a routine device change out, the svc portion of the lead was capped. The high voltage and pace/sense portions of the lead remain in use. No patient complications have been reported as a result of this event.